Event description:
It was reported that ''during cytophoresis tip of catheter broke off (blue port). Physician cut blue tip (female luer) off, placed a clave on end with needleless cap under sterile technique."

Manufacturer narrative:
Record review. Returned was a piece, the base, of a blue female luer. Remainder of the luer was not returned. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event, however, there is no evidence of a manufacturing problem. Luers are manufactured to i.s.o. Standards.